Manufacturer narrative:
Samples were received for evaluation. Visual examination of the sample shows a cardboard particle inside the packaging which verifies the reported issue. The applicator is automatically packaged in a controlled environment where no cardboard is allowed. The raw material is received in cardboard boxes and/or the supplier also uses cardboard boxes. On rare occasions, cardboard particles may pass through the barriers and safety checks. A production record review was completed for batch/lot 1205445 and no non conformance was noted during the manufacturing of this lot. No further action is required. This failure will continue to be tracked and trended.

Event description:
It was reported that foreign debris noted inside of package, verbatim: foreign debris noted inside of package, appears to be piece of cardboard, package not opened, given to manager to fill out product failure for credit.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that foreign debris noted inside of package, verbatim: foreign debris noted inside of package, appears to be piece of cardboard, package not opened, given to manager to fill out product failure for credit.